Event description:
The complainant indicated that during incoming inspection of the product, the device's pacer rate and current settings could not be adjusted. The complainant indicated that there was no pt involvement in the reported malfunction.